Manufacturer narrative:
The e801 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 801 module. The initial result was 122 ng/l. The repeat result was 3.44 ng/l. On 21-may-2025, the sample was repeated with a result of 3.87 ng/l. This result was obtained using a different reagent pack from the same lot. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
In h11, the previous follow up report stated: "the customer used a sample volume of < 2 ml; this sample volume may be too low." And "the customer used zero sample tube inversions; this may not be the recommended number of inversions." The investigation was updated to say: the customer used a sample volume of < 2 ml; based on the customer's sample tubes, this volume is acceptable. The customer used zero sample tube inversions; if no inversions are done, there is a risk for secondary clotting, fibrin, and other preanalytical issues, which can lead to pipetting issues. The investigation determined the event was due to preanalytical handling issues.

Manufacturer narrative:
Calibration and qc were acceptable. Sample quality alarms were observed on the alarm trace data from (B)(6) 2025. No instrument maintenance issues were identified. The customer used a sample volume of < 2 ml; this sample volume may be too low. The customer used zero sample tube inversions; this may not be the recommended number of inversions. The customer used a centrifugation time of 5 minutes at 4000 revolutions per minute (rpm); this centrifugation time may be too short. The sample foam detection (sfd) images showed a high number of sample alarms. The picture of the sample related to this case shows a film on the surface. Based on the information provided, the investigation determined the event was due to preanalytical handling issues.